Event description:
In 2008, it was reported to boston scientific corporation, that a ureteroscopy was performed to extract a stone using a segura hemisphere stone retrieval basket. According to the complainant, during the procedure, the segura hemisphere stone retrieval basket would not open. When the physician tried to open the basket a long piece of sheath, approx an inch and a half long, separated from the basket. The physician retrieved the piece of the sheath with a grasper. Reportedly, there were no complications and the pt was fine following the procedure.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted related to this failure mode. A lot history search was performed and found no other complaints have been reported from this lot. The suspect device, segura hemisphere stone retrieval basket was returned for evaluation. A visual inspection of the returned device revealed a 35mm section of the distal end of the sheath had separated from the remainder of the sheath. The basket of the device is bent and kinked at the proximal end of the basket. The broken ends of the sheath and the area near the break were found to have a melted appearance. It is likely that the sheath broke at this location due to overheating that caused the sheath to melt and become weak. The source of heat is unk. The event info does not state that a laser was used, which is the most likely source for heat.